Manufacturer narrative:
Device evaluation:the reported motor malfunction issue was verified during service. Service technician observed error 67, and found that issue was caused by a faulty assy system controller module. The issue was resolved by externally disinfecting the unit and replacing assy controller module , fan filter cover x2, and batteries x 2. Preventive maintenance was performed as per specification. Note that the instrument was not returned to medtronic facility but was serviced by field service technician. Conclusion:there were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Trends for issues with this product are reviewed at quarterly quality meetings. Note: batteries are expected to perform for up to 3 years from the date of battery manufacture. A review of complaint and service records associated with this unit found no other instances of battery replacement within 3 years. The batteries met their life cycle r equirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use, at the first start-up in the morning, this bio-console instrument had a motor malfunction. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the flow to the patient was not impacted and the hand crank was not required. The bio-console showed an error 67 at the first start-up in the morning and due to this error the customer segregated this instrument and they used another one.